Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was attempted, not implanted due to placement difficulty. The lead dislodged at least eight times during the implant attempt due to a possible helix malfunction was noted. A different lead was opened and was positioned successfully and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the helix could be fully extended and retracted. The analyst commented the helix could be extended and retracted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.